Event description:
Device started blood glucose test before the blood was applied to the glucose strip. No result was given, an error was displayed. The customer stated the glucose strip was not transported as far out as normally. The customer attempted to take a blood glucose test and received a result in the 200 range. No treatment was received. Controls were in range. Strips were opened longer than 90 days. A request was made for the return of the suspect device and replacement product was sent.